Manufacturer narrative:
Continued h.6 health effect impact code: b2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "during an ultrasound a rupture was reported". This relates to the right side. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b6 d6b g1 h6.

Event description:
Healthcare professional reported "during an ultrasound a rupture was reported". This relates to the right side. The device has been explanted and replaced with a non-allergan device.